Manufacturer narrative:
(B)(4). Additional information: pan, cartridge, drivers, joint cover. The analysis results showed that one sc60a device was returned with the closing trigger and anvil in closed position. An ecr60g cartridge was noted to be loaded in the device. Furthermore a thick piece of tissue was noted between the anvil and the cartridge deck. After further evaluation, the device could not be opened making the device non functional. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was disassembled in order to verify the condition of internal components and knife was noted to be buckled. The cartridge reload was partially fired 3/4. Additionally cartridge body, drivers and the cartridge pan was noted to damaged. The anvil was also noted damaged. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much lung tissue was resected? On which firing did the event occur? What color cartridge was being used (ecr60) white, blue, gold or green? What is the current patient status? "The echelon stapler had to be resected with a ta60 and hf-instruments out of situs. Therefore the procedure was converted from thorascopic to an open procedure. During firing, the sc60a with a green cartridge on pulmonary tissue the knife could only be advanced 2/3 and then it was blocked. It was also not possible to withdraw the knife with the manual reverse button and therefore it was not possible to remove the device out of situs. Before the above mentioned echelon was used the surgeon used a covidien endogia at the same tissue and during firing the trigger broke. The result was and incomplete firing but they were able to reverse the knife and to remove the stapler. Then they used the sc60a to finish the firing. The tissue was very dense (fibrosis). Afterwards the surgeon said that the tissue was too thick and dense for the stapler. Sorry I forget to mention that the patient is fine. The following information was requested, but unavailable: what type of tissue/structure was the device being fired on? What were the indications for surgery? What firing did the issue occur on? Were clips used in the vicinity? Was buttressing material used? Did the issue occur while crossing staple lines? Was the device difficult to close or fire? What troubleshooting steps were performed to return the knife and open the device?

Event description:
It was reported that during a lung procedure, the device could not be opened. They took a new instrument to cut the device out of the patient. No further information is available. Another like device was used to complete the procedure.